Manufacturer narrative:
A product development investigation was performed for the subject device (1.2nm torque limiting attachment, part number 03.110.002, lot number 7932). The subject device was returned with the complaint condition stating that the device broke intraoperative while attempting to remove a radial head prosthesis implant; all fragments retrieved. The procedure was able to be completed with an alternate instrument after a 15 second surgical delay. The returned device was examined and the complaint condition was unable to be confirmed as the device was returned assembled. A visual examination did not identify any defects or deficiencies consistent with disassembly/reassembly. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The 1.2nm torque limiting attachment is noted in multiple system technique guides including: radial head prosthesis (technique guide, modular clavicle plate and 2.4/2.7mm va lcp forefoot/midfoot. In the radial head system the torque attachment is utilized during implant of the head assembly. Additionally the technique guide cautions not to use a torque limiting attachment for implant removal, as a screwdriver shaft (03.113.019) and standard handle with quick coupling (311.43) are specified. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Per the drawing notes, the components are assembled with loctite and as such are not intended to be disassembled. The complaint condition was unable to be replicated as the device was reassembled prior to return according to the complaint description. The system technique guide cautions not to use a torque limiting attachment for implant removal, as a screwdriver shaft (03.113.019) and standard handle with quick coupling (311.43) are specified; as such misuse is the root cause. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Additional product codes for this report include odp. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 17, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a radial head replacement procedure on (B)(6) 2016 due to an identified non-union. During this revision, the surgeon utilized a synthes radial head prosthesis system. The surgeon attached a handle and screwdriver shaft to a 1.2nm torque limiting attachment in order to connect the 22mm trial head and the 6mm straight trial radial stem together. The surgeon then used the same 3-piece screwdriver construct in an attempt to disconnect and remove those two (2) trial implants. It was at this time that the 1.2nm torque limiting attachment broke. The breakage generated fragments, but the pieces were easily removed without additional intervention. The surgeon then used a saw in order to cut and remove the radial head. Further, a standard screwdriver was also readily available in order to remove the proximal radius. Routine x-rays were captured throughout the procedure, which was ultimately completed with a fifteen (15) second delay. Post-operatively, the patient&#62688;status was said to be as expected. Following the procedure, the instrumentation went through sterile processing where it was noted that the device was in six pieces (components). As the device is not intended to come apart, the components were reassembled. This report will address the intra-operative issue of instrument breakage. The reason for revision will be captured in and reported under related complaint (B)(4). Concomitant device(s) reported: handle for torque limiting attachment (part: 03.110.005 / lot: unknown / quantity: 1) and screwdriver shaft (part: 03.113.019 / lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).